Event description:
It was reported that during the initial implant procedure, prior to completion of pocket closure, noise resulting in oversensing was noted on the right atrial (ra) lead due to dislodgement. The ra lead was explanted and the helix was no longer able to extend. The ra lead remains explanted and was not replaced. The patient was in stable condition. The helix rotation was not tested prior to introducing it into the patient¿s body.